Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure to implant a defibrillator on (B)(6) 2013 and topical skin adhesive was used. The patient developed a rash on her upper body and left arm and leg. Benadryl and hydrocortisone were prescribed. On (B)(6) 2013, she went to the emergency room because the rash had spread over her entire body with the exception of her face and neck. On (B)(6) 2013, the topical skin adhesive was removed and a medrol patch was prescribed. The patient symptoms are improving.